Event description:
Facility reports one incident of a cut in the venous tubing. Due to potential for contamination the blood volume in the extracorporeal circuit was discarded resulting in ebl = 250cc. A new bloodline was set up to continue dialysis treatment. The actual conmplaint sample was returned to the manufacturer and found to have a clean straight cut in the tubing from a sharp instrument such as a razor or box knife. The user facility confirmed that stafff use cutting blades to open the bloodline boxes. The user facility was informed that bloodline boxes should be opened using the tape tab provided and not opened with cutting blades. Box labeling clearly indicates that sharp knives should not be used to open boxes.